Event description:
It was reported that the pump shut off unexpectedly. Reportedly, per customer, the issue is resolved. There was no reported adverse impact to the customer's blood glucose level. No additional information provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.